Event description:
It was reported that a pt underwent a cystocele repair procedure with mesh and a rectocele repair with graft for recurrent prolapse on an unk date. At the two month post-operative visit in 2009, the patient was found to have a recurrent cystocele prolapse. The surgeon suspects the recurrent prolapse was caused by very poor connective tissue and straining from constipation. The pt was fitted with a pessary and will undergo a laparoscopic robot-assisted sacral colpopexy procedure in the furture.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.